Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed, but it was found to be worn. Evaluation confirmed that there were intermittent responses when pressing the keypad buttons and that multiple button presses were required to elicit a response from the keypad. In addition, all of the buttons no longer click back and spring back as expected. There was also evidence of keypad contamination found under all the key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a discolored display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. In addition, the owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that the keypad buttons were intermittently unresponsive. In addition, the patient stated that she wears the pump underneath clothing and does not clean the pump.